Event description:
It was reported that during final tightening the screw fractured apart. Fractured screw components were removed. This event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.